Event description:
The manufacturer received information from a service technician that a battery is not charging. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was returned and evaluated by philips service center and the customers complaint was confirmed. The device evaluation found both the internal battery and the detachable battery were not charging. In conclusion, the system board and internal battery pack were replaced to address the issue. Additionally, the in-line filter. Prox is clogged with dust, therefore the in-line filter. Prox was replaced. The muffler assembly and air inlet foam filter were replaced for four-year preventive maintenance. The unit passed final test.